Event description:
A pt was admitted to the facility in full cardiac arrest. The pt's capillary blood glucose was measured, using the suspect device, with a result of 24 mg/dl. Eight minutes later, the pt's capillary blood glucose was retested, using the suspect device, with a result of 12 mg/dl. Two minutes later, pt's capillary blood glucose measured "hi" (>600 mg/dl), on the suspect device. Reported noted that a lab test (venous sample) was ordered, 10 minutes later, which measured pt's blood glucose at 1102 mg/dl. Reporter did not indicate whether pt received any treatment based on values obtained on the suspect device. Technical support reviewed contraindication for point of care blood glucose testing in pts with decreased peripheral blood flow. Reporter did not have information about pt's current condition, indicating only that pt had been discharged from the emergency room. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range.